Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that the resection pin was stuck in the inhance cut guide. User hit a suture anchor and bent.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that resection pin stuck in enhance cut guide. User hit a suture anchor and bent. The product was returned to j&j medtech orthopaedics for evaluation. Visual examination of the device confirms the reported allegation. The pin was found stuck through the divergent pin hole and has bent. The observed condition of the device consistent with the pin being drilled into the divergent pin hole in an misaligned position. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the unk pin guides would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. And it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.